Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additionally, it was reported that the usb cable was warm to the touch while charging. The customer's blood glucose level was 206 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified. No usb charging cable was received for investigation therefore no evaluation could be performed for the usb charging cable allegation.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Additionally, it was reported that the usb cable was warm to the touch while charging. The customer's blood glucose level was 206 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
B5.